Event description:
The customer reported that during use in an arthroscopic rotator cuff repair, the tip broke off of the suture hook. The broken portion was retrieved arthroscopically without patient injury and the case was completed without further problems.

Manufacturer narrative:
Investigation results: the device was received with the tip detached. The detached portion was not returned with the product. A visual exam of the device found the outer tube slightly bent. The cause of this failure is undetermined. This product will continue to be monitored.